Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hemoglobin result of 78 on a 72 year old female patient with a subarachnoid bleed. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: result: I-stat 1, 78, lab, 120 . Collection/test times, lab method were not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-jan-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met all the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure, except for points outside total allowable error (ea) for ionized calcium (ica) in whole blood (wb). A deficiency has been identified for this issue which will be investigated in quality record (qr) (B)(4). This deficiency is not related to the customer complaint.